Event description:
Reporter stated that the surgeon implanted a silicone intraocular lens model aa4203tl in the eye and noticed it was torn. The surgeon cut the intraocular lens to remove it from the eye with no incision enlargement. No patient injury.

Manufacturer narrative:
H6: results: (other): visual inspection of the lens shows that the lens optic was torn and one lens haptic was torn off and was in the cartridge tip along with the foam tip plunger. Visual inspection of the cartridge and foam tip plunger showed no visible damage. Clear surgical residue on product. Conclusion: (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.